Manufacturer narrative:
The patient ID, age, gender and weight are unknown. It was reported that the patient was over the age of 18 years. Commed beamer generator. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw hot single use biopsy forceps device was used during a polypectomy procedure performed on (B)(6), 2011. According to the complainant, during preparation, the nurse and physician were unable to connect the active cord to the biopsy forceps. The connector was reported as being intact and not loose. The procedure was completed with another radial jaw hot single use biopsy forceps device using the same non-bsc active cord. Additionally, the user reported that the device was not damaged upon removal from packaging and no packaging damage was visible. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination found the return unit to be within specification. No abnormalities were noted with the device riveting or welding. Functionally, the unit was able to be opened and closed without issue. Additionally, a resistance test was performed and the unit met specification. The condition of the returned incident device showed no evidence of the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot

Event description:
It was reported to boston scientific corporation that a radial jaw hot single use biopsy forceps device was used during a polypectomy procedure performed on (B)(6), 2011. According to the complainant, during preparation, the nurse and physician were unable to connect the active cord to the biopsy forceps. The connector was reported as being intact and not loose. The procedure was completed with another radial jaw hot single use biopsy forceps device using the same non-bsc active cord. Additionally, the user reported that the device was not damaged upon removal from packaging and no packaging damage was visible. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable